Event description:
It was reported that the caller said the stimulator has come out of the pocket twice, once within the past year. The caller said last time he made another pocket and cleaned out the scar tissue and it's better.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2004, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2004, product type lead. (B)(4).